Manufacturer narrative:
The insulin pump was received with detached end cap. Failure analysis was unable to verify compromised force sensor system alarm due to detached end cap. The insulin pump was received missing motor assemblies. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a site change. Customer's blood glucose was 114 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.